Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop. The cgm was reading 60 mg/dl "going down" and the blood glucose was not checked. The patient had seizure and syncope. An ambulance was called. The reversal of hypoglycemia was not provided. At an unspecified moment, the cgm was accurate with bg 240 mg/dl and cgm 284 mg/dl. There was no documentation of treatment for rebound hyperglycemia. She was discharged the same evening and was fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. At an unspecified moment, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.